Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. The clinical/medical investigation concluded that, this case reports the r3 offset impactor broke during use inside the patient. Per the sales rep, all pieces were removed from the patient, and there was no injury or delay, and the procedure was completed with a backup device. No further clinical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the impactor tip broke during use in case, with instruments inside the patient. It is unknown if/how the procedure was finished. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.